Event description:
The complainant reported that a patient had undergone a therapeutic enteryx procedure in 2005. The next day, the patient reported severe chest and abdominal pain, and an inability to eat. In about 3 weeks later, the patient reported dysphagia with an onset date of about 2 weeks after the procedure. The patient experienced weight loss associated with the dysphagia and underwent an egd in may 2005. The results of this egd indicated a moderate stricture at the gastroesophageal junction, a small hiatal hernia, grade 3 erosive esophagitis, and successful balloon dilatation at the area of the stricture. A report received in 2005 indicated that a kub was performed and showed no free air. As of july 2005, the patient had lost 18 pounds, and was on a mostly liquid diet, with ongoing symptoms of dysphagia.